Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, once daily) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and remained hospitalized. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that three days after hospital admission, the patient was discharged from the hospital. On an unknown date, antibiotic treatment was discontinued. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis therapy. At the time of this report, the patient has not recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.